Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
The patient underwent a posterior spinal surgery from c4- t1 to treat a traumatic burst fracture at c5 and c7. It was reported that the patient collapsed caused by cardiac arrest after blood pressure dropped right before the final tightening. The surgery was terminated and CPR was performed by a cardiologist, and the patient was revived. The patient was transferred to ICU. It was reported that probe may have perforated the vertebral body anteriorly, but the procedure continued because no sign of blood vessel injury was observed. After that, even though the bp started dropping, the procedure was still continued. And then, the patient collapsed. Some time post-op, the patient expired. Per the surgeon, the patient had suffered from angina pectoris, and the surgeon commented that the patient died from angina pectoris and there is no relation between the patient death and our devices. No further information is available.